Event description:
Air leakage was observed at the proximal end of the angiosculpt catheter. Add'l info received on 12/24/2013: the nurse observed bubbles come into the indeflator when she pulled negative on the angiosculpt device during preparation for use.

Manufacturer narrative:
The angiosculpt device was not used in the patient; therefore, patient info is not listed. (B)(4): the angiosculpt device was returned in two pieces. Visual examination confirmed the hypotube (shaft) broke approx 4.5 mm distal from the distal end of the hub. Per the IFU, retained device component is listed as a possible adverse effect of the procedure. Since the device was not used in the patient, there is no risk of patient injury.